Event description:
A peritoneal dialysis (pd) patient reported during treatment that the cycler was not draining him as expected. He noticed fluid leaking from the cassette area and stopped treatment. The patient completed his treatment manually. He discarded the set. During follow up, the patient's pd nurse stated his effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.